Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported during a "procedure", the patient had overdose symptoms; felt dizzy and light headed. The patient was brought back into the exam room to monitor. The patient recovered quickly and was sent to a local ER (emergency room). The patient was cleared and discharged a few hours later. A hospitalization was noted. The pump was used to deliver morphine.